Manufacturer narrative:
Asset management & safety. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's cmdsnet program report from health (B)(6) which states, ¿1350 hours IV pump gave error for channels c and d stopping infusions. Main pump along with channels a & b did not turn off. C & d were running versed at 8ml/hr and levophed at 4ml/hr respectively. Both had to be reprogrammed to begin running. Device inspected and repaired by ahs clinical engineering. Found corrosion and evidence of fluid invasion between pcu and auto-ID module which caused loss of communication/power to large volume pump modules channel c & d on right side of pcu. No adverse harm to the patient."

Manufacturer narrative:
Additional information provided: b.5, d.4 & h.4 the customer¿s report that versed and levophed infusions stopped due to an error was confirmed through log analysis of partial device logs provided by the customer. ¿ the event description stated that unit a and unit b did not turn off. The pcu event log shows that these units were on the left side of the pcu and were idle at the time of the event. ¿ the event description also stated that unit c and unit d were running and stopped due to an error. The pcu event log showed that unit c was channeled off and was idle just prior to the event. At 1:44 pm on (B)(6) 2020, a channel disconnect occurred and the infusion running on unit d stopped. ¿ the event description states that the autoid was attached to the right side of the pcu and was secured by a security screw and unit c and unit d were attached to the right of the autoid. ¿ this means the source of the disconnect was between the right side of the pcu and the left side of the autoid module. ¿ a review of the device error logs found no errors during the time of the reported event. ¿ the devices were not returned for investigation and the device iui¿s were not able to be investigated for corrosion. The proximate cause of the versed and levophed infusions stopping was identified as due to a channel disconnect. The root cause of the channel disconnect was not identified. No device was returned for investigation. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 07 june 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 13 october 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no devices received, log review only

Event description:
It was reported that the device has 4.5 hours of battery left. The event occurred in the coronary care unit/intensive care unit (ccu/ICU). The devices were set-up as follow: module a and module b were connected to the right side of the pcu while the auto-ID module, module c, and module d were connected to the left side of the pcu. The infusions running through modules a and b were unspecified. Per facility biomedical engineer's log analysis, there were a lot of auto-ID module disconnect in the logs and the user cannot take the device off as it has security screws and indicated an inter-unit interface (iui) problem. It was mentioned that nothing was due to preventive maintenance (pm); however, pm will be done following all repairs or for good measure: auto-ID modules (2 iui), pcu (2 iui), channel a (2 iui, top pressure sensor), channel b (2 iui, motor stall in march; rescat for good measure), channel c (2 iui, replace top pressure sensor), and channel d (2 iui). The iui's were found to be very dirty between pcu and auto-ID module and it is the customer's belief that this has caused the issue as it can reproduce disconnect.